Event description:
Reported due to device break requiring surgical removal in 2005, the physician attempted closure of an arteriotomy site with the perclose proglide device following a diagnostic procedure. Fluoroscopy was performed prior to the procedure with the following findings: vessel was calcified and greater than 5mm; access site was confirmed to be in the common femoral artery. Due to scar tissue at the groin site, the physician had difficulty inserting the device. Deployment was performed without issues but upon removal of the device, it became stuck in the patient's groin. The sheath separated from the guide and remained in the patient's groin. The patient was taken to surgery two days later for removal of the sheath. It is unknown why the physician waited to take the patient to surgery, as well as what precautions were taken to keep the sheath from migrating within the vascular system. The patient was taken to surgery and it was reported by the vascular surgeon that removal of the device was "very difficult". The sheath was removed from the patient and noted to be "wrapped around an iliac stent". The incident increased the patient's hospitalization; however, the patient was last reported to be "doing great."